Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the common bile duct on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, post deployment, the "clear inner catheter" beneath where the stent is mounted became caught on the deployed stent as the physician attempted to remove the delivery catheter from the patient. Subsequently, this part of the delivery catheter detached inside the patient and was not retrieved. The procedure was completed with this device. Reportedly, the physician is not concerned with leaving the detached catheter inside the patient. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4) for the reported issue of catheter difficult to remove. (B)(4) for the reported issue of catheter detachs inside patient. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the common bile duct on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, post deployment, the "clear inner catheter" beneath where the stent is mounted became caught on the deployed stent as the physician attempted to remove the delivery catheter from the patient. Subsequently, this part of the delivery catheter detached inside the patient and was not retrieved. The procedure was completed with this device. Reportedly, the physician is not concerned with leaving the detached catheter inside the patient. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure. Additional information received since (B)(6), 2012: it was reported that the outer sheath was fully closed to the tip of the device prior to the attempted withdrawal.

Manufacturer narrative:
The device was not returned for evaluation, therefore a technical analysis could not be completed. A review of the manufacturing documentation could not be performed as the batch number is unknown. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Based on the details of the complaint, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.